Event description:
On 2/23/2000 an angio-seal device was deployed. Approx 5 to 6 hrs post deployment, the pt experienced diminished pulses and the pt's pedal pulse was absent in procedure leg. An angiogram revealed no thrombus, however indicated the anchor was not positioned properly in the vessel, occluding the superfical femoral artery. The pt underwent surgery for removal of the angio-seal device: a patch was placed over the area. The physician indicated that the pt was doing fine after removal of the device. It should be noted that the physician stated it was not an optimal vessel for an angio-seal device. The femoral angiogram taken pre-deployment revealed a small vessel with insertion near the bifurcation.